Event description:
It was reported that, following a catheter and pump replacement, the patient was hospitalized for 2 nights and required a dose increase. The patient had evidence of withdrawal signs and symptoms when started on post-operative dose of 100mcg/day. As of 2014 (B)(6), the patient had recovered without permanent impairment. The device system was used to deliver compounded baclofen 700mcg/day and clonidine 254mcg/day. If additional information is received, a follow-up report will be sent. Please see manufacturer report # 3004209178-2014-20619 for information regarding the catheter and pump replacement.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Per the physician, the reason for the withdrawal was because they started the patient at a low dose after the revision and then titrated him back up. The patient was back to baseline and had no further symptoms of withdrawal or after effects.